Event description:
During a right pilon fracture procedure, surgeon was inserting the cannulated screw and the threwad on the tip of screw began to unravel in the patient's bone and joint. Surgeon left the screw in place and retrieved the screw threads from the patient's joint. Procedure was completed with no further problems. Consultant reported: the color of the screw loooked dull and did not have a shiny finish.

Manufacturer narrative:
Additional narrative:device is used for treatment, not diagnosis.(B)(4): placeholder.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.